Manufacturer narrative:
This event was reported by the distributor. The physician is: (B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a percutaneous endoscopic gastrostomy replacement procedure on (B)(6) 2021. During the procedure, the internal bumper was stretched outside the body with an obturator and inserted into the stoma under fluoroscopy. Thereafter, the internal bolster has separated in the stomach. The detached portion was retrieve using an endoscope. The procedure was completed with a new endovive securi-t replacement bolster. It was reported the patient had experienced internal bolster separation in the past. These were reported under manufacturer report# 3005099803-2019-04955 and 3005099803-2019-04956. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: this event was reported by the distributor. The physician is: dr. (B)(6). Block h6 (device codes): device problem code a0501 captures the reportable event of internal bolster detached. Block h10: one endovive securi-t percutaneous replacement gastrostomy tube was returned. Visual analysis revealed that the tube was observed without the internal bolster. Media inspection showed the internal bolster detached. Microscope inspection revealed that the tube at the distal section had evidence that the internal bolster was attached. Therefore, the reported complaint is confirmed. Based on the condition of the returned device, engineers determined that the problem observed that the detachment could be related to this condition while the procedure was being performed and/or some technique applied during the replacement of the device. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on the event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed on the endovive securi-t replacement bolster wire instructions for use (IFU). There was no evidence that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a percutaneous endoscopic gastrostomy replacement procedure on (B)(6) 2021. During the procedure, the internal bumper was stretched outside the body with an obturator and inserted into the stoma under fluoroscopy. Thereafter, the internal bolster has separated in the stomach. The detached portion was retrieve using an endoscope. The procedure was completed with a new endovive securi-t replacement bolster. It was reported the patient had experienced internal bolster separation in the past. These were reported under manufacturer report# 3005099803-2019-04955 and 3005099803-2019-04956. There were no patient complications reported as a result of this event.